Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, causing the connector to break at the port and leaving the cartridge and a portion of the connector lodged inside the pump, which prevented removal despite guided troubleshooting with a replacement connector. Symptoms included no clinical effects. Outcomes included product replacement and instructions to return the damaged unit. Investigation included remote troubleshooting and visual review of user-provided images. Investigation of this case revealed a mechanical failure consistent with user-induced damage to the connector interface that resulted in a component jam and inability to remove the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.